Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device was completely fired, but caused a poor stapler formation. The surgeon reported that there was an incomplete staple line in the proximal, central and distal area and the staples were open. Another reload was used to fix the staple line and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device caused a poor stapler formation. The surgeon reported that there was an incomplete staple line in the proximal, central and distal area and the staples were open. Another reload was used to fix the staple line and complete the case. There was no patient injury.